Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent strut flared. The physician reported that the stent struts were flared. There were no reported pt complications.